Event description:
Approximately seven weeks post z lengthening of the achilles tendon with orthadapt augmentation, the patient developed wound dehiscence and a possible infection at the distal section of the surgical wound; the graft was explanted approximately nine weeks post lengthening. The wound/fluid was cultured on three different occasions, each time the culture report indicated no growth; however, the physician placed the patient on antibiotics anyway. Also, the physician indicated his belief that the source of the (possible) infection was due to open wound contamination; thus, the graft was not sent for pathology.

Manufacturer narrative:
A review of the device history record (DHR) indicated the device identified in this report met all manufacturing requirements. The case assessment, based on the provided information, identified the likely cause of the event to be wound complications/infectious process; a link between the reported event and the graft was not identified during the case assessment.